Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient reprocessing. The foreign material is likely from a previous procedure; however, the foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis exera ii gastrointestinal videoscope had black spots/shadows in the image. Inspection and testing of the returned device found that the bending section rubber glue and connecting tube had foreign material. There were also foreign material remains around the objective lens adhesive and the outlet of the auxiliary water channel. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the image had a partial dark area due to a crack on the objective lens. It was also noted that the color ring had a crack and there were scratches throughout the device. The air/water cylinder and scope cylinder had discoloration and the forceps channel port was shaved. The mouthpiece was loose and the label on the scope connector was peeled. The electrical connector had corrosion due to water leakage and the image guide protector had a cut. The illumination was poor due to breakage of the light guide bundle and the light guide lens had a crack. The connecting tube had buckling and the universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.